Event description:
It was reported that during a site change the cannula fell out of the applicator when the user attempted to remove the needle guard, resulting in the cannula being pulled out, consistent with an improper procedure involving the cannula component of the infusion set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to technique during cannula insertion. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.